Event description:
New information received notes that the device was explanted due to normal elective replacement indicator (eri).

Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory due to review of device image. The device was tested on the bench, and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2020-02067. It was reported that the implantable cardioverter-defibrillator diagnosed right ventricular lead noise during a ventricular fibrillation (vf) storm. It was later detected undersensing on the discrimination channel and changed secure-sense to passive. No therapies were inhibited. The device was explanted and replaced. The lead remains implanted.